Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The following report is only based of the history log files, because the device, which was involved in the incident, wasn´t sent back for an investigation. The data of the complained pump was for a perfusor space (article no. 8713030) with serial number: (B)(6). On the 26th of november 2025, a syringe change was performed on the pump at 17:35. The syringe terumo 50ml was selected. A vtbi of 47ml and a flow rate of 100ml/h were set. Before this parameter was set, the customer set 100mcg/h (10ml/h). It looks like, that the over infusion was caused by wrong setting of the flow rate, but the history reveals a technical malfunction during syringe change of the pump (malfunction occurred since 21st of november 2025. The error "drive test error, endpos invalid1" occurred. Due to this fact, the pump needs to check. The pump was not available for investigation for root cause analysis of the malfunction "drive test error, endpos invalid1". This was documented in the task management in the cc-notification. Currently it's not possible to clarify if the malfunction has an influence of the flow accuracy. Based on the available device history, the defect of an overinfusion was assessed as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313.

Event description:
According to the event description: "pump was running fentanyl with drug library at ward 23 before patient needed to proceed to endoscopy. Prescribed dose of 100mcg/hr. Based on epic, at 13:54 syringe was diluted at ward 23. Patient reach endo at 14:09. Informed by endocopy sn that halfway during procedure. Pump alarmed. Based on epic, it showed that pump was stopped/discontinued at 16:00. Endoscopy nurse attempted to silence alarm and confirmed that drug library was discontinued.. Ward 23 sn confirmed that infusion ended when routing back to ward 23 from endo. At 17:41, new syringe was inserted by w23 sn after patient came back from procedure. Sn assumed that pump was still on drug library and entered 100 into the pump and started infusion on patient. Syringe ended in 30 minutes. Patient stabilised condition. Patient infused with 100ml/h rate"